Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a single loose 3ml ll syringe next to an opened blister package, confirmed to be from batch#: 9084976 (p/n: 303346). The syringe was observed to have skewed scale with parts of its markings missing. Specifically, numbers 1/2, 1 and part of 1-1/2 were missing. Potential root cause for missing print defect is associated with a failure at the marker during the marking process. Adjustments were made when defect was found during production. Product was requalified per applicable acceptable quality limit before production resumed. It is possible that a limited number with missing print condition escaped detection during requalification activities. DHR was reviewed and all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that scale marking issue occurred before use with a syringe 3ml ll w/blunt plastic cann. The following information was provided by the initial reporter. "Customer observed the 1 ml marking is actually at the 1.5 ml portion of the syringe."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a syringe 3 ml ll w/blunt plastic cann. The following information was provided by the initial reporter, "customer observed the 1 ml marking is actually at the 1.5 ml portion of the syringe."